Event description:
Customer reportedly received results of 35 mg/dl and 355 mg/dl within 10 minutes on the compact system. Customer also reportedly received the following results on the compact system within 10 minutes: 206 mg/dl, 339 mg/dl, 334 mg/dl, 315 mg/dl, and 62 mg/dl. No symptoms reported with these results. No action was taken based on device results. No quality controls used. The customer did not provide the location where the discrepant results were obtained. No adverse event reported. Requested return of suspect device and replacement was sent.